Event description:
It was reported that patient experienced loss of therapeutic effect and stated that their neurostimulator (ins) was not working very well. The patient was not feeling stimulation and when the ins was turned up, the patient could not get a comfortable level so at this point they had left it sub-threshold. The patient had not met with managing health care provider in about a year and trying to get the ins working well is a low priority because the patient had multiple other health related issues. It was indicated that patient was in the hospital for nine months of last year, had weakness of walking, parkinson's, etc. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va051zp, implanted: (B)(6) 2013, product type: lead. (B)(4).